Event description:
Chemotherapy tubing pulled apart allowing chemotherapy to spill on skin of patient and nurse. Product that pulled apart is bd smartsite low sorbing extension set ref #: 10013902, lot#: (10)21079014. FDA safety report ID# (B)(4).